Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, red particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Non-penetrating nicks. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., b.6., d.6b., g.1., h.6.

Event description:
The device has been explanted.